Manufacturer narrative:
Device first alarmed pump error 37 and then pump error 38 during the 1st and 2nd motor rewinds respectively. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the device . Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to pump errors 37 and 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that customer received an insulin flow blocked alarm and was unable to complete the rewind process. The user stated the insulin flow blocked occurred followed by being unable to rewind the pump. Troubleshooting was completed for the rewind anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.